Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. There was oversensing with one ventricular non-sustained tachycardia (nst) equal to 185 ms on (B)(6) 2011. There were two high rate-non-sustained equal to 162 ms average ventricular cycle on (B)(6) 2011. (B)(4) a full lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay, all insulators were breached cut, the outer tubing overlay was breached cut and visual analysis noted apparent explant damage.

Event description:
It was reported that five days post implant the right ventricular lead's noise discriminator was triggered and there was noise, oversensing, and a decrease in impedance on the lead. It was verified that the lead pin and set screws were properly set and electromagnetic interference was ruled out. The physician was unable to replicate the noise or determine the source so both the lead and device were explanted and replaced. It was noted that during the explant the lead was nicked in order to insert a wire. No patient complications have been reported as a result of this event.